Event description:
Caller alleged imprecision results. Results as follows: date: (B)(6) 2013, inratio: 1.1, inratio: 3.3. Time between testing was reported as a few minutes apart. Patient's therapeutic range is 2.0-3.0. Patient self tester punctured different fingers for each test.

Manufacturer narrative:
Investigation pending.